Event description:
Event description guidant received information that the implantable lead displayed elevated pacing impedances and r-waves during the implant procedure. It was further reported that the physician had performed a mild perforation.